Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (silk, vicryl suture) used in this procedure? Citation: scandinavian journal of surgery 2017, vol. 106(3) 189¿195; doi: 10.1177/1457496916668681. [(B)(4)].

Event description:
It was reported via journal article title: glaucoma in modified osteo-odontokeratoprosthesis eyes: role of additional stage 1a and ahmed glaucoma drainage device¿technique and timing authors: geetha iyer, bhaskar srinivasan, shweta agarwal, roshni shetty, sripriya krishnamoorthy, shantha balekudaru, and lingam vijaya citation: am j ophthalmol. 2015; 159: 482¿489. Doi: http://dx.doi.org/10.1016/j.ajo.2014.11.030. The purpose of the study was to report the technique, timing, and outcomes of the ahmed glaucoma drainage device in eyes with the modified osteo-odonto-keratoprosthesis (mookp) and the role of an additional stage 1a to the rome-vienna protocol. A total of 85 eyes of 82 patients underwent the mookp procedure at the center between march 2003 and march 2013. Of the 85 eyes that underwent the mookp procedure, 44 belonged to the sjs group and 37 to the chemical injury group, with a mean (range) follow-up of 36.93 months (1¿90 months) and 30.42 months (1¿80), respectively. During the placement of ahmed glaucoma drainage device before or after stage 1a, the conjunctival edges are opposed to each other (in cases of severe forniceal shortening) or secured at the limbus using vicryl 8-0 sutures. Tarsorrhaphy sutures using mersilk 5-0 sutures are placed laterally and/or medially to prevent retraction of the conjunctiva in eyes with shortened fornices. During the placement of ahmed glaucoma drainage device following stage 1b, the buccal mucosa is reflected back over the scleral graft and the incised edges are sutured using vicryl 7 0 absorbable sutures. During the placement of ahmed glaucoma drainage device following stage 2, the buccal mucosa is reflected back over the scleral graft and the incised edges are sutured using vicryl 7 0 absorbable sutures. Reported complications included vitreous block of the tube in 1 eye necessitating an endoscopic vitrectomy. It was concluded that it is ideal to place the ahmed glaucoma drainage device prior to the mucosal graft when the anatomy of the ocular surface is least altered with best outcomes. The technique of placement of the drainage device during the various stages of the mookp procedure has been described. The intraocular pressure stabilized in three quarters of the eyes with pre-existing glaucoma.